Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged e1: patient city: (B)(6) patient country: italy. Name: (B)(6) additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Srku 18 nov 2025: combined initial and final mir sent to italian ca and gmed 5 dec 2025 ss: package was attached and sent for submission on time 12-feb-2026, as: retraction supplemental report has been submitted on 08-feb-2026 to downgrade the reportability decision for this complaint to non-reportable. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It is reported that the patient reported that had low bg and self-managed by diet on (B)(6) 2025.